Event description:
It was reported that while using the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes that the negative pressure in the tube is weak and often unable to draw the specified amount. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual with the hemogard closure assembly correctly assembled, and a draw test was performed at the manufacturing site on 10-production lot in-house retention tubes, and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.